Event description:
Lead inserted 2004. Repositioned the following day. Removed/replaced the following month. Loss of capture by aicd lead, lead would sense and would defib. It was noted that this could be related to tissue embedded in the end of lead.